Event description:
Approx three weeks postoperatively, the pt experienced paravalvular leak and anemia due to chronic hemolysis. In 2000, tee showed a large paravalvular leak (6 x 6 mm) in the posterio-lateral position. A cardioseal device was placed across the leak without interfering with leaflet motion. Follow-up echo showed moderate sized leak through the device fabric (3-4 mm). Postoperatively, the pt's hemolysis decreased and no further intervention is planned.